Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a pre-implant monitoring voltage of middle of life 2. The device had not been exposed to the cold. It was also reported that the r-wave amplitude was 5 millivolts with this ICD and 14 millivolts with the psa and new ICD. No adverse patient symptoms were reported. This device was never in use.